Manufacturer narrative:
Radiographic image review states, lateral xray, l1-2 interbody fusion rod appears shorter through screw tulips vs (3). Anteroposterior xray, 2 interbody grafts appears present. Lateral fluoro l1-2 construct. Anteroposterior fluoro. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion (tlif) procedure at l1-2 levels for lumbar canal stenosis (lcs). It was reported that the set screw was loosening, which led to the rod slipping off. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the set screw was loose in 2 places, left l1 and left l2. Repeat surgery was performed on (B)(6) 2025, and the left rod and 2 loose set screws were removed. A new rod and a new set screw were installed. The removed rod and 2set screws were not disposed. There was no malfunction against screws, the used devices were reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.